Manufacturer narrative:
Clinical specialist (cs) contacted patient tracking to report a catheter replacement due to a catheter migration. Cs reported that the suture came loose and the catheter migrated out of the intrathecal space. The patient reported an increase in pain. Device was not returned for additional evaluation and investigation as the device was discarded after replacement. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. According to the instructions for use for the us catheter, a 'possible risk associated with the intrathecal catheter' is catheter migration. If further information is received, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted patient tracking to report a catheter replacement due to a catheter migration. Cs reported that the suture came loose and the catheter migrated out of the intrathecal space. The patient reported an increase in pain.